Manufacturer narrative:
The device was returned for analysis. The reported deflation problem was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The complaint investigation determined the reported difficulties are related to a manufacturing issues associated with deflation issues.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A 4.5x12mm nc trek balloon dilatation catheter was inflated once at an unknown atmosphere. Then when attempted to deflate, it failed completely, but was successfully simply removed without causing damage. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. *device analysis revealed a pinhole rupture in the balloon and peeling material and scratches on the balloon near the balloon rupture. The account could not confirm the findings and stated that everything was removed as a single unit. No additional information was provided.

Manufacturer narrative:
On (B)(6) 2020, abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is (B)(4). This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A 4.5x12mm nc trek balloon dilatation catheter was inflated once at an unknown atmosphere. Then when attempted to deflate, it failed completely, but was successfully simply removed without causing damage. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.